Manufacturer narrative:
This report is applicable to all biocell textured breast implants and tissue expanders which includes procodes ftr, fwm, and lcj. Allergan is submitting this 5-day MDR in accordance with 21 cfr 803 following the class I recall of biocell® textured breast implants and tissue expanders due to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 5 work days of the decision to initiate the remedial action. Allergan has initiated nc # (B)(4) to investigate the late 5-day MDR related to 2011068-7/2/19-001-r.

Event description:
FDA notified allergan of recently updated global safety information concerning the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Based on the currently available information, including the newly submitted data, FDA analysis demonstrates that the risk of bia-alcl with allergan biocell textured implants is approximately 6 times the risk of bia-alcl with textured implants from other manufacturers marketing in the u.s. And continued distribution of allergan's biocell textured breast implants would likely cause serious, adverse health consequences and potentially death from bia-alcl.